Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hypovolemia and increased hemolysis due to diuresis starting on (B)(6) 2021. This potentially caused contact of the inflow cannula with the ventricular wall. The patient's hemoglobin dropped from 10.3 g/dl to 8.7 g/dl. On (B)(6) 2021, the patient experienced an increase in lactate dehydrogenase (ldh) from 231 u/l to 306 u/l and then to 402 u/l. On (B)(6) 2021, the patient was slightly lightheaded, experiencing vertigo, when they were moving. The vertigo resolved without sequelae on (B)(6) 2021. The patient's ldh decreased by (B)(6) 2021. The drop in hemoglobin resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Multiple requests for additional information regarding this event were submitted to the account; however, no response has been received at this time. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists adverse event that may be associated with the use of the heartmate 3 lvas, including bleeding, hemolysis, and other neurological events (not stroke-related). Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.